Manufacturer narrative:
Service was not dispatched to the site for this event. Raw sample/testing data was not available for beckman coulter inc. Analysis. Beckman coulter inc. Assessment of the customer supplied performance data indicated that the last daily checks performed on (B)(4) 2012 at 23:53:47 passed and all three levels of coulter 6c cell control analyzed after the incident recovered values within expected ranges. The instrument performed as expected. The cause of the erroneous results is unknown; however, it may have been attributed to the presence of red blood cell fragments in this patient sample which is a limitation of the plt count.

Event description:
The customer reported that an erroneous elevated platelet (plt) result without instrument flags was generated on a unicel dxh 800 coulter cellular analysis system for one patient's sample. Beckman coulter inc. Assessment of customer supplied data indicated that the initial patient plt result was erroneously elevated and did not possess an instrument generated flag. The (B)(6) laboratory information system (lis) gave a delta check flag alerting the operator to check the results. The sample was not rerun because there was insufficient volume in the microtainer collection tube and the patient was not redrawn. A smear estimate result of the original sample was lower, regarded as valid and reported out of the laboratory. The erroneous plt result was not reported from the laboratory and hence there was no death, serious injury or modification to patient treatment associated or attributed to this event. The erroneous result sample was collected in a microtainer microtube for automated process (map) tube with dipotassium ethylenediamine tetra-acetic acid (k2edta). This tube is an approved tube/anticoagulant for the unicel dxh 800 coulter cellular analysis system. There was no fibrin or giant platelets seen in the sample, however, a few large platelets and red blood cell fragments were seen. Per beckman coulter inc. Labeling red cell fragments are identified as a limitation for the platelet count. The unicel dxh 800 coulter cellular analysis system was performing within quality control (qc) specifications with respect to controls (accuracy) and reproducibility (precision). Quality controls analyzed prior to the event recovered within expected ranges.